Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom of an inoperable keypad, which was experienced during evaluation. Evaluation found the (.), #1, #2, #3, #4, #5, #6, #7, #8 and #9 keys to be inoperable caused by a failed keypad. When any of the remaining functional keys were pressed, an automatic output of the #3 key will occur (e.g. Numerically: when the #1 key is pressed, 13 will be displayed, alphabetically: when the "abc" key is pressed, ag will be displayed). The failed keypad was replaced to correct the condition.

Event description:
It was reported that a spectrum pump had an inoperable keypad. It was also reported there was no patient involvement.